Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.